Manufacturer narrative:
(B)(4) concomitant medical products: 110003634 biolox delta cer lnr 3449644, the 010000663 g7 pps ltd acet shell 52e 3483207, the 51-106090 tprlc 133 mp type1 pps so 9.0 2802830. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
It was reported that the patient experienced post-operative pain. The patient reported rare moderate pain rarely after unusual activity, may take aspirin, impossible to getting in or out of car, moderate difficulty shopping, moderately difficult climbing stairs, limping all the time, pain in bed at night most nights at 6 months follow up visit. Moderate trouble getting in or out of car, moderate difficulty shopping, moderately difficult climbing stairs, limping all the time, pain in bed at night most nights at 1 year. Attempts have been made and additional information on the reported event is unavailable.